Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the reported customer problem was able to be confirmed. During analysis, after several power up attempts with 46011 to try and clear the code to get the history log, the pump proceeded to reflash itself. No exterior signs of contamination or corrosion were noted. Service will replace the main printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error code 46011". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.